Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material protrusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issues. To further reduce mr, an additional clip was implanted. However, while deploying the clip, the actuator knob was pulled, but the mandrel retracted roughly 4 inches. It was noted that the clip had deployed; therefore, the device was removed. Mr reduced to a grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported material protrusion could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.